Manufacturer narrative:
Date sent: 03/31/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, after receiving an error code, the blade was broken. Another device was used to complete the case. There were no adverse consequences to the pt.